Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed power error detected and was not accepting batteries. The customer¿s blood glucose level was 8.8 mmol/ l at the time of the incident. It was reported that they inserted a new battery yesterday and was prompted to change today. Has inserted 4timew new batteries and none of them have worked. Insert battery currently displayed on screen. Customer had previously been offered a replacement pump due to pump error 25 back in (B)(6) but ended up declining this as she was told there was no stock. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Power loss alarm and pump error 25 due to non-sleep anomaly software error.